Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes, chapter 11 / page 119. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
The patient reported that her blood glucose reached 27mg/dl (at the hospital) while wearing the pod on her abdomen for between 4 and 24 hours. Her last bolus before the low blood glucose was for 4.50 units at lunch time, she thinks she did not eat enough. In the 24 hours prior to the low blood glucose, the patient had been sick, not going to work or following a daily routine. She was taken to the hospital and admitted from (B)(6) 2018 to (B)(6) 2018. The patient had previously had a seizure due to anemia for which she had been hospitalized from (B)(6) 2018 to (B)(6) 2018. She was diagnosed with hypoglycemia. Treatment included sugar via IV. The patient was also dehydrated and was given saline and iron infusions. Her iron was too low and thyroid was too high, she had an anxiety attack and took an anti-depressant. She was also experiencing a urinary tract infection and received antibiotics. The hospital disposed of the device.